Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of reby2108 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
The facility reported to the sales rep that the PICC wire was fully advanced in a patient but could not be pulled out. The nurse finally pulled the entire catheter and guidewire out and we found a kink in the guidewire. It was stated there was no trouble advancing the guidewire or removing the catheter, just pulling back the guidewire.

Manufacturer narrative:
The initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that information provided does not reasonably suggest the event may have caused or contributed to a death or serious injury of a patient, user or other person. Therefore this event is deemed not reportable per 21 cfr part 803. A lot history review (lhr) of reby2108 showed no other similar product complaint(s) from this lot number.

Event description:
The facility reported to the sales rep that the PICC wire was fully advanced in a patient but could not be pulled out. The nurse finally pulled the entire catheter and guidewire out and we found a kink in the guidewire. It was stated there was no trouble advancing the guidewire or removing the catheter, just pulling back the guidewire.